Event description:
The patient was revised because of subsidence and the insert was noted to have minimal wear.

Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.